Event description:
It was reported that the two graftmaster stent delivery systems (sds) were used in an attempt to treat a perforation that occurred during use of a coiling wire in the basilar artery. The patient was already in bad condition, strong bleeding had occurred prior to the treatment with the graftmaster stents. The 3.0x09 mm graftmaster sds was positioned in the target lesion; however, after inflation of the graftmaster balloon to deploy the graftmaster stent, it was not possible to retract the balloon as the graftmaster stent and the graftmaster balloon were stuck together. Although the graftmaster stent was fully apposed to the vessel wall, when the graftmaster sds was retracted, the stent stayed on the balloon and was pulled into the vertebral artery, where it slipped from the balloon. The graftmaster balloon was retracted from the anatomy and a 3.0x09 mm balloon was used to deploy the stent in the vertebral artery. The 3.5x09 mm graftmaster sds was now able to be placed in the basilar artery; however, again it was challenging to retract the graftmaster balloon. By applying slight force, the graftmaster balloon was able to be retracted from the anatomy. Both graftmaster sds were discarded. Unfortunately the patient died post procedure. Cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method; indication for use. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other graftmaster device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that the graftmaster stent was being used to treat a perforation in the basilar artery. It should be noted that the rx graftmaster instructions for use (IFU) states that the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aortocoronary bypass grafts for the treatment of: coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. Additionally, review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 30-november-2011 and the implant procedure date is (B)(6) 2012 which is approximately (B)(6) months post expiration. It should be noted that the rx graftmaster IFU, states to use the device prior to the use by date specified on the package. In this case, it is unknown if the treatment of the basilar artery contributed to the reported event. Further, death is listed in the IFU, as a potential adverse effect. Although a conclusive cause for the reported patient death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality deficiency.